Event description:
Foreign distributor contacted smith & nephey, inc. - endoscopy division reporting that when they rec'd the sterile product, 8 of 10 awls had punctured the tyvek pouch. This was the result of impact with the product while inside the sterile pouch during shipping.